Event description:
During the investigation a juncture hub leak was found. There was no customer reported issue. Associated MDR numbers include: 968079 4-2025-00591.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use were observed. Visual analysis revealed minor scratches on both the blue venous luer hub and red arterial luer hub. One crack was observed on the red arterial luer hub. Minor crazing was observed on the surface of both hubs. No other defects or anomalies were observed. Leak testing was performed per amrq-000075 rev.17 which states "the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300kpa. Maintain the pressure for a minimum of 30 seconds while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." The venous luer hub was attached to a leak tester. With the distal end of the metal cannulas occluded, the extension line was pressurized to approximately 310 kpa for 30 seconds. Leaking was observed from the juncture hub between the metal cannulas. The arterial lumen was unable to be tested using the leak tester due to the crack in the luer hub. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material j-71524-001a, lot 13c22j2457 regarding "juncture hub leaked in use". Functional testing determined that the failure mode of this investigation is the same as is addressed in the non-conformance. The instructions for use (IFU) provided with this kit informs the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The report of juncture hub leaking was able to be confirmed through investigation of the returned sample. Functional testing revealed leaking between the metal cannulas of the connector assembly. Manufacturing was contacted as part of this investigation, and it was determined that this defect is likely related to the molding manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.